Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 180930 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined; however, no defects were observed. Investigation conclusion: we would like to inform during the cannula assembling process, the needles are 100% inspected using a camera system. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. In addition, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process and prior to release each single batch. Moreover, we need to take into consideration that the medication could have some potential implication in the issue, especially in small gauges like 30 g. In certain circumstances the drug product can be deposited inside the cannula causing the needle to block/ occlude due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time, us customer reported, which allows the drug to crystallize or be deposited on the inner surfaces of the needle. Root cause description: possible incorrect handling of the product. Based on the investigation results, an exact cause could not be determined for this incident. The microlance needles are inspected 100% by an automated camera system for any defects. It is possible that the medication used could implicate the needle, especially in smaller gauge needles like the 30 g. In certain circumstances, the medication may crystallize within the needle. Occlusion is most likely to occur if the medication remains within the needle for an extended amount of time. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Rationale: conclusion(s): since complaint is not possible to confirm, DHR show no abnormalities or issues and no complaints from other customers, it was determined that no corrective actions are required at this time.

Event description:
It was reported that needle 30 ga 1/2 in was clogged during use. The following information was provided by the initial reporter: the application needle was clogged and was unable to perform the application. It is the 6th complaint on this lot number. Could you inform me if there were any consequences for the patient or medical staff? No information on this subject. Has there been proven contact with a dangerous product (chemotherapy) or blood? It seems that no. According to the description of the complaint sent to valdepharm, the needle was blocked and the product could not be administered.